Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination found that the mid-section and distal end of the stent were severely damaged and stretched in a distal direction over the tip. The maximum crimped stent profile was measured which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found inner/outer polymer extrusion kinks 20 mm and 26 mm distal from the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the protection sheath was removed, it was noted that the stent struts were stretched. The device was not used inside the patient and the procedure was completed with another 3.5x38mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the protection sheath was removed, it was noted that the stent struts were stretched. The device was not used inside the patient and the procedure was completed with another 3.5x38mm synergy stent. No patient complications were reported.